Event description:
It was reported that th patient underwent an artificial urinary sphincter (aus) replacement surgery due to urethral atrophy. The cuff and pump were removed and replaced and the balloon remains in patient. It was said that the patient is expected to fully recover.